Event description:
Customer reported leaking tubing at luer connection to needle free valve. No harm to patient was reported. Set was received. Leak was confirmed in 2008. Due to possible chemo contamination of sample, set cannot be sent to manufacturing site for full investigation, however, investigation of different leak event with same luer part number showed female luer had gas traps in internal diameter that allowed leaking to occur. Follow-up report will be filed if additional information is received from luer supplier in the future.

Manufacturer narrative:
Manufacturer's report date: 12/10/08. Evaluation (luer). Patient information requested and all available information is included. This report was filed by the manufacturer.